Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. A visual inspection was conducted and there were no signs of physically damaged but the power cord was cut off from the handle. The functional test failed because the disposable was working intermittently. Dissection testing was conducted, and the investigator was able to confirm that the drive cable was shorter than it should be. This problem causes the drive cable gets disassembled and assembled intermittently. Hence, the complaint can be confirmed. This observation will be monitored and trend. A correction data was sent under the case 1222780-2022-00415, because of the incorrect affected item reported. The correct report is in case 1222780-2023-00118.

Event description:
It was reported that on (B)(6), a myosure procedure was performed to remove a 2cm polyp and the device did not work effectively on a patient, it was not pulling in the pathology. The procedure had to be aborted due to not having the right device and the patient was taken to the operating room. No additional information is available.